Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary loss of connection between a dexcom g7 cgm and the ilet, after which the cgm displayed a glucose value of approximately 225¿226 mg/dl and the user questioned whether insulin was being delivered; log review confirmed meal announcements were delivered and glucose began trending down after reconnection, and the event was addressed with troubleshooting and education. Symptoms included transient hyperglycemia without hypoglycemia, ketones, loss of consciousness, or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included review of device logs and user guidance to continue monitoring. Investigation of this case revealed no device alarms, no backup therapy used, and no evidence of insulin delivery failure, with the issue associated with cgm pairing failure to the ilet only and subsequent recovery. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption with no confirmed device malfunction.